Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient's smart device was not giving audio alerts for lows. No additional patient or event information is available.